Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted in the right ventricle (rv) but not used. Prior to the lead being fixated, the lead was tested and found to have high impedance and oversensing of noise. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.